Event description:
Customer reported the pc unit has ongoing "communication failure" alarms/errors. There was no pt event or harm associated with reported issue.

Manufacturer narrative:
(B)(4). The reported issue was confirmed and duplicated during the investigation. In-house testing of the returned pcu device found intermittent channel disconnect alarms followed by a communication error alarm from the attached pump modules. No associated error codes were logged during any of the alarm events that occurred during in-house testing or while the device was in the possession of the customer. The iui connectors of the device were inspected under magnification. No significant issues were found that may be contributing to the occurrence of the events. Operating the device in various temperature environments, between approx 23 degrees celsius and 40 degrees celsius, caused the channel disconnect and communication error to occur. It is believed that the main logic board had a fault that was causing the event to occur and an attempt to troubleshoot the board was performed. During the troubleshooting activities, the main logic board, and the power supply board were compromised and the cause of the intermittent issue could not be identified. The root cause for the on going communication error issue could not be determined due to the main logic and power supply boards having been damaged during the investigation.